Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, during insertion of the screw the head of the screw broke off. The threaded portion was left in place. The broken head fragment was removed. No screw prominence is apparent from films.